Event description:
The customer reports: the user saw the needle under ultrasound, but could not advance the wire. Resistance was felt as they tried to advance and when pulled out the wire was sheared. Therapy was reported to be delayed/interrupted. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Additional information received: medwatch received - mw#5094132. Per medwatch, 2 potential lots referenced - 13f19m0236 or 13f19k0217. A device history record review was performed on the potential lot numbers provided by the customer. No relevant findings were identified.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: the user saw the needle under ultrasound, but could not advance the wire. Resistance was felt as they tried to advance and when pulled out the wire was sheared. Therapy was reported to be delayed/interrupted. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the user saw the needle under ultrasound, but could not advance the wire. Resistance was felt as they tried to advance and when pulled out the wire was sheared. Therapy was reported to be delayed/interrupted. No patient injury reported.